Event description:
It was reported that tip break occurred. The target lesion was located in the superficial femoral artery to tibial arteries. An angiojet solent omni was selected for used for thrombectomy procedure. During the procedure, the flushing fluid cannot be released from the catheter's tip. The catheter's tip was found to be fractured after an examination. The procedure was completed with another of the same device. There were no patient complications reported.

Manufacturer narrative:
E1: initial reporter address 1: (B)(6).